Event description:
New information received indicated that the event occurred during a surgical procedure the patient went through most likely due to cautery causing interference with the leads and the device recording a false impedance issue since it was only seen on that one day that correlated with a prior surgery. It was not seen before or after that recorded event. No intervention was performed. The patient will be followed up remotely. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an alert for high voltage circuit damage was seen on the device. It was discussed to perform a capacitor maintenance to verify the device is charging properly and if not, to replace the device. No patient symptoms were reported.